Manufacturer narrative:
The insulin pump was received with unresponsive down button due to flattened dome. The keypad connected was inspected and no anomalies. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that a button on the insulin pump is stiff and unresponsive. The patient's blood glucose at the time of incident was 14 mmol/l. The customer does not recall any significant events leading to the button not working. The customer was advised to disconnect from the pump and revert to a back-up plan per health care provider's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.